Event description:
It was reported that the patient experienced pocket hematoma and infection. The whole system was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.